Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Per IFU: based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump vibration; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 10/14/2015; log dates through 09/30/2015 to 10/14/2015: power consumption below normal operating range. Additional notes: 5 low flow alarms have been logged since (B)(6), 2015. 1 vad disconnect alarm was logged on (B)(6), 2015. Starting (B)(6), 2015 there is a decreasing trend in power. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the "patient originally was implanted on (B)(6) 2014 and was doing well at home." The "vad coordinator received a call at 2am on (B)(6) 2015 from the patient at home complaining of "low flow/low power" alarms." "The vad coordinator reported "a grinding noise could be heard over the phone when placed over the patient's chest." "The grinding noise continued for another 2 hours, but no further alarms reported by the patient and the pump parameters returned to normal." "The coordinator advised the patient to come to clinic first thing in the morning if no further alarms were experienced overnight." "Patient came to clinic the next morning and grinding noise in the pump was still heard on auscultation." Patient was complaining of "reoccurrence of heart failure-like symptoms." "Log files were sent and a CT of the chest with contrast came back unremarkable." "The surgeon decided pump exchange as the best treatment plan." "Pump exchanged via thoracotomy on (B)(6) 2015."

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "excessive vibration" could not be replicated; however review of the controller log files confirmed the reported "inadequate flow rate" by revealing low flow alarms and a decreasing trend in power consumption and estimated flow. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. In addition, independent pathological report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported by the site that the diagnosis is "pump malfunction vs. Thrombus". It was stated that the patient coumadin was lowered in-order to decrease the inr range due to history of past gi bleeds. I was also stated that the patient was discharge home on (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.